Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: one piece sled, cartridge, drivers. The analysis found that one long60a device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cutting issue could not be confirmed as no cutting issues were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device. An intra-operative photo was received. Based on the visual evidence in the photos the event description identifying unformed staples can be confirmed. Unfortunately, there is insufficient photo evidence to determine root cause.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure,the first fire on antrum was with black reload and seamguard. Second fire was green reload with seamguard. Stapler was cleaned properly between fires. On the second fire, after thirty seconds of compressions, the staples did not form properly. Knife blade advanced and cut gastric tissue and left a gaping hole. Surgeon took pictures to be returned with device. Also the green load appears to be crushed. Surgeon reported that the gastric tissue was not thick enough for the black reload. A new stapler was pulled and new green load was used more medial to the previous cut line. Everything was fine with the new stapler and reload. Patient was not harmed and no complications have been reported.